Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the decision was made to stent the right coronary artery during impella placement due to a prior echocardiogram indicating the left ventricle was thick and small, once stented coronary flow improved. Reportedly integrillin bolus was given, the sheath was peeled away, it was then noted the patient was bleeding from all access sites. The physician reportedly believed the bleeding was a result of the integrillin bolus and was hopeful the oozing would stop when the integrillin wore off. The bleeding was treated with gauze and sandbag placement at the impella site and eventually due to very low platelets and continued oozing, packed red blood cells were administered. Additional information noted care was withdrawn, impella was explanted, and the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the death outcome.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer as noted in the impella IFU: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.